Event description:
It was reported by (B)(6), that a male patient with an eleos distal femur replacement has suffered from an alleged peri-operative infection. This incident was discovered, through a post by doctor (B)(6) on linkedin. Detailing the adverse event, as an alleged infection. No additional information is available or could be confirmed, at the time of this investigation.

Manufacturer narrative:
No investigation with respect to the specific components involved in the adverse event could be conducted, due to a lack of reported information.